Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it needed to be reprogrammed because it had been set the same way from years, so she didn¿t feel stimulation or pain relief. The patient reported that she met with a manufacturer¿s representative (rep) on (B)(6) 2020 and she reprogrammed the settings, it was not shutting off, but it felt like it was. The patient reported that they needed a week to see if the problem was solved. The patient reported that the issue was ¿maybe¿ resolved. Additional information was received from the patient on (B)(6) 2020. The patient reported that it was not turning off according to the rep, although that was what she thought was happening. The patient reported that the rep realigned the stimulation which was more to the center and lower than before. The issue was resolved. The patient clarified the device they were charging when the device shut off was the paddle that went in her back. The patient reported that the one that controlled the strength would say it was high, but shegot no stimulation. The patient reported that when she restarted it at a low level, she could feel it starting at a low level and this would happen after charging with the device that goes on her back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that a lot of times the patient's stimulation will turn off after the patient has charged. This has been happening since over a year ago. When this happens the patient will turn their stimulation back on. The patient confirmed that their stimulation is on now. It was suggested that the patient have their system checked out to determined why it is turning off. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the device seems to shut off or restart when the patient charges and does not seem to be working. The patient would like to see a manufacturer representative (rep). No further information was reported.